Event description:
The following was reported to arjohuntleigh by a arjohuntleigh service rep from (B)(6): on (B)(6) 2013, the traction bracket broke off causing the traction bracket and ventilator tubing holder to fall onto the left shoulder of the patient. There was no injury reported. The patient was reported as doing well.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Add'l info will be provided upon conclusion of the manufacturer's investigation.